Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported inability to open the clip was confirmed via returned device analysis and observed the l-lock tabs to be damaged (broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to open the clip appears to be related to the observed damaged (broken) l-lock tabs. The damaged l-lock tabs appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.